Event description:
On february 25, 2006, the lay patient contacted lifescan alleging that her one touch ultra meter was prompting the apply sample message. The medical affairs specialist sent a letter to the patient since she could not be reached via phone. The patient was unable to obtain a result on the reported meter while feeling dizzy, having stomach cramps, and vomiting. Information was not provided as to how long the patient had been unable to test with the meter. She was taken to the hospital where a result was obtained on a hospital meter; the result obtained was not provided. The patient was treated with an injection of insulin. The customer service agent (csa) walked the patient through attempting to test using a new test strip and another test strip from a new vial of test strips; the test did not start with either attempt. The meter, test strips, and control solution were replaced. The complaint is classified as an adverse event because the patient experienced symptoms of hyperglycemia and was unable to test with the meter.